Event description:
It was reported that customer experienced continuous glucose monitor error 42 during sensor use. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, error did not recur after reset, and customer successfully started new sensor session; no additional information was received regarding the outcome of the event.